Event description:
Per importer's MDR: it was reported that an unk standard manual wheelchair had a cracked footplate.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for evaluation.